Manufacturer narrative:
(B)(4). This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Detailed analysis was completed on the lead. The helix was found to be fully retracted and there was dried blood noted on the helix, in the helix housing, and in the neck region. In addition, there was tissue found in the helix housing. Resistance testing as completed to assess lead electrical performance and measurements were out of specification, indicating a fracture of the cathode. X-rays were taken and the fracture of the inner coil near the terminal pin was confirmed. It also revealed that the crimp sleeve in the terminal pin was not in the correct position over the inner coil and insulation. Manufacturing data for this lead was reviewed and showed that the crimp sleeve was in the correct position after the lead was manufactured. Laboratory analysis confirmed that the movement of the crimp sleeve and fracture likely occurred during the implant procedure when attempting to extend the helix.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, excessive turns were needed to extend and retract the helix after it was repositioned several times. On the third reposition, the helix was no longer functioning. The ra lead was extracted and replaced with another ra lead of the same model. No adverse patient effects were reported. The lead was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, initial analysis found that the lead had fractured. Detailed analysis is being conducted to determine root cause.